Event description:
During remote follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch (ams) were observed on the device. No intervention has been performed at this time. The patient was stable.